Event description:
The account reported that the electrosurgical unit (esu/generator) was involved in a pt incident. The pt underwent a sigmoid polypectomy. The esu settings were forced coag at 25 watts as well as endocut, effect 3 at 200 watts. The polyp was removed. Howerver, the pt was readmitted to the hosp due to abdominal pain, etc. No further intervention was needed and the pt is now fine.